Event description:
Olympus was informed that during a therapeutic sleeve gastrectomy procedure, the device stopped working. The intended procedure was completed using another similar device. There was no pt injury reported. Olympus followed up with the olympus rep and was informed that there was no bleeding observed and a probe damage error message was used with a non olympus device (stapler covidien generator) and the settings were 1/1. No additional info was provided.

Manufacturer narrative:
The device referred to in this reported was returned to olympus for eval. The eval could not confirm the reported event. A probe check was performed on the device and passed functionality testing. A visual inspection noted that the teflon pad was partially split, exposing metal. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.